Manufacturer narrative:
Investigation conclusion: customer stated both the meter quality control device as well as liquid controls passed. The customer's complaint was not replicated during in-house testing of retain device lot t11472n. Retains of the complaint lot were tested with a low level positive tni calibrator, no issues with tni recovery were observed. Lot performed within specification. Manufacturing batch records for lot t11472n were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Customer reported discordant troponini (tni) results between triage cardiac panel and abbott architect. Customer could only provide the following information. Patient is a (B)(6) male. Tested on triage and abbott: (B)(6) 2020 triage tni: <0.05ng/ml (22:44), (B)(6) 2020 architect tni: 0.20ng/ml (23:58), (B)(6) 2020 triage tni: <0.05ng/ml (00:09), (B)(6) 2020 architect tni: 0.17ng/ml (00:25), (B)(6) 2020 architect tni: 0.21ng/ml (3:19), (B)(6) 2020 architect tni: 0.18ng/ml (8:45). Site cut-offs: triage >0.05ng/ml, architect >0.03ng/ml. Patient diagnosis of pancytopenia; hyperammonemia; acute kidney injury; elevated troponin and tachycardia was provided on (B)(6) 2020. An update to this diagnosis was provided on (B)(6) 2020, diagnosis was nstemi. Customer stated the patient was treated according to abbott architect result. No adverse events reported.